Event description:
Patient underwent primary left total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to unknown reasons. Additionally, it was further reported that patient fell resulting in fracture of the plate, which was confirmed in x-rays. It is believed that patient was under the influence and non-compliant. The patient was revised on (B)(6) 2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent primary left total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to unknown reasons. It was further reported that patient fell resulting in fracture of the plate.